Manufacturer narrative:
Section a4: information regarding patient weight was not received. Section b3: event date is estimated.

Event description:
It was reported that the patient's ipg was inoperable. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. Surgery has not yet been scheduled. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.